Manufacturer narrative:
Approximate age of device ¿ 3 years. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages occurred. Log file analysis completed by the manufacturer¿s technical services representative revealed several pump stoppages that occurred on power module and battery power. The x-ray images were unremarkable. The patient underwent a pump exchange on (B)(6) 2017 to another manufacturer¿s device. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events was confirmed based on the evaluation of the submitted log files; however, a specific cause for the events could not be conclusively determined. The log files contained data that captured multiple low speed hazard and pump stop events while the system was operating on the power module. Based on our complaint history and similarly reported events, the data captured in the log file could potentially have been consistent with a driveline issue; however, a root cause for the pump stoppages could not be determined through the evaluation of the returned driveline segment. X-ray images submitted were unremarkable. The pump was returned assembled with the driveline severed at the pump housing. The severed portion of the driveline was not returned. No portion of the bionate or metal shielding was returned. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities. Visual inspection of the wires found no fractures or breaches. The evaluation could not confirm the location of the suspected wire issue. Incidental investigation findings revealed a white, soft deposition in the outlet stator. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The deposition had minimal flow area obstruction. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The deposition did not appear to have affected pump function. No other depositions were identified. The pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.